Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the screw biosure broke while implanting and its upper part remained secured inside the patient. The procedure was completed with non-significant delay using a smith and nephew back up device in the originally drilled bone hole. No further complications were reported. Patient current status is well.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. An analysis of the customer provided images found two images with identification labels of the biosure regenesorb screw. The third image shows the inferior part of the screw with traces of blood on a gauze. A clinical review states that all documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. According to the report, the implantable broken screw upper part was left secured in the bone hole. Therefore, micro-motion/migration is unlikely. Since it was reported the patient is doing well, no further clinical/medical assessment is warranted at this time. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.